Event description:
It was reported that the 6600 system had an error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and monoblock were replaced during the service call. The system was tested and found to be working as intended, and put back into service.